Event description:
It was reported that the patient was in clinic back in (B)(6) with chest pain. The patient has had recent x-rays and the radiologist said that the device had moved down under the armpit and is pushing on a nerve which now causes pain in the patient's neck. The generator battery was reported to have reached end of service sometime in 2013. A battery life calculation was performed with the available data and assumptions were made for any gaps found if present. The result revealed 0.0 years remaining until eri = yes. Additional information was received that the patient's device was unable to be interrogated in (B)(6) 2015 due to end of service. The pain had been occurring for the previous 6 months. No additional relevant information has been obtained to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr): the previously submitted MDR inadvertently provided the wrong date of awareness for supplemental information. It was known since (B)(6) 2015 that the patient was scheduled for surgery.

Event description:
Additional information was received that the patient underwent generator and lead explant surgery on (B)(6) 2015 due to the pain and migration. The surgeon noticed that the generator appeared to still be held in place by a non-absorbable suture, but it was lose and was removed without cutting the suture. The surgeon reported that it did not appear the generator had slipped in the pocket based on the suture still in place. The explants were discarded.